Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported pump error 130(this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement). The customer was treated with carb intake. The event involved product(s) mmt-1884, mmt-368a, mmt-332a. Troubleshooting was performed. A courtesy replacement pump will be provided as approved by leadership. The patient was advised to disconnect from the pump and avoid strong magnetic sources. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-368a. No product return is required for mmt-332a.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, and force sensor test. Unit successfully downloaded to thump. No pump error 130 alarms noted during test. Verified in the pump history download the pump alarmed pump error 130 on (B)(6) 2026 11:18:35.000 these alerts are expected and occur during normal pump operation. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), and stained serial number label. The p-cap/reservoir does lock properly. Pump passed required testing, and no pump error 130 alarms noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.